Manufacturer narrative:
(B) (4). Necrotic fasciitis. Conclusions: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B) (6) 2010. The patient was admitted to the hospital on (B) (6) 2010, with fever which became worse during the week. The pt was transferred to a (B) (6) hospital and underwent a hysterectomy and there was no sign of uterine perforation. Before and after the hysterectomy, the pt had a very low blood pressure. The surgeon opines that the pt may have had necrotic fasciitis. The pt has now left the hospital fully recovered.